Event description:
Failure to alarm. Nurse found dressing with pump on but no suction and no alarm.

Event description:
Nurse found dressing with pump on but no suction and no alarm.

Manufacturer narrative:
.